Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst indicated that an at/af episode was recorded on (B)(4) 2015 with apparent oversensing of external noise seen on the electrogram.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited noise. Impedance, thresholds and sensing were all stable. The lead remains in use under continued monitoring to ensure it was an isolated event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.